Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: the device has been returned and evaluated by product analysis on 10/07/2017 with the following findings: review of the black box data revealed records of unexplained power on reset events. On examination, the battery compartment and battery were intact and without damage. There was no contamination in the battery canister. The battery cap secured properly to the pump. On investigation, the pump powered on with functioning audible tone and vibration evidencing the pump had power. Investigation did not duplicate the alleged ¿no power¿ complaint. The display screen failed to illuminate when the pump powered on.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a power (no power) issue. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery. There was no indication that the product caused or contributed to an adverse event.